Event description:
During a laparoscopic sigmoid resection procedure, every second clip fell out of the jaws unclosed. Another like device was used to complete the procedure. There was no patient consequence.